Manufacturer narrative:
Customer reports her husband disassembled the pump motor base in attempts to fix the issue of smoking. He was unsuccessful and disposed of the entire pump base and pump kit. Therefore the pump could not be visually examined or investigated for allegation.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report a small amount of smoke emitted from the bottom of the purely yours breast pump base as she was using it on (B)(6) 2015. The customer was not using batteries in the battery compartment at the time. She has only used the ac adapter to power on the breast pump. She states turning the pump off immediately and stopped using it. Customer denies any injury, burn or inhalation of the smoke. Customer's husband, an electrical engineer, attempted to fix the pump which did not resolve the issue. He proceeded to dispose of the entire breast pump in the garbage.